Event description:
It was reported the procedure was to treat a mildly calcified and tortuous lesion in the diagonal artery. The 2.50x33mm rx xience skypoint stent was implanted and then post dilated with a 2.75mm nc balloon. Intravascular ultrasound (ivus) post implant noted the stent was under expanded. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The investigation was unable to determine a conclusive cause for the reported stent recoil. Factors that may contribute to stent recoil include, but are not limited to, interaction with challenging anatomy, user technique, damage to the balloon, or damage to the stent. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported stent recoil. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.